Event description:
The patient presented with deep average depression depth, moderate laxity, and volume deficiency/scarring in the left buttocks. Patient had prior abdominoplasty. 40 depressions were treated: 9 left buttock; 7 left posterior thigh; 1 left lateral thigh; 18 right buttock; 4 right posterior thigh; 1 right lateral thigh. It was reported that the patient developed a seroma on the left buttocks where there is a deep depression/scar approximately 2 weeks after her procedure. The physician drained the seroma 2 times. The total volume drained was 90 cc each time.